Event description:
It was reported that during a device change-out procedure, a competitor lead could not be inserted into the left ventricular port of the device, even after multiple attempts and the use of mineral oil. The device was measuring the impedance high also. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned and analyzed with no anomalies found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.